Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) had a tear in it. Additional information received stated that the tear was noticed during implantation. The model number of cartridge was unknown. Lens was partially inserted. There were no injuries and no medical/surgical interventions were required. There was no use error. The procedure was completed successfully using backup lens of same model. No further information is available.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.